Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (0.5 mg/ml) via an implanted pump. The indication for pump use was malignant pain. It was reported that the empty pump alarm was occurring. The patient missed the pump refill as the patient had relocated and didn't find a new doctor to fill the pump. No patient symptoms were reported. The event date was noted to be (B)(6) 2016. Additional information was received from a healthcare provider (hcp). The patient had a return of pain. The pump logs showed an empty pump on (B)(6) 2016.

Manufacturer narrative:
.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (0.5 mg/ml) via an implanted pump. The indication for pump use was malignant pain. It was reported that the empty pump alarm was occurring. The patient missed the pump refill as the patient had relocated and didn't find a new doctor to fill the pump. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.